Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and upon the customer following update with tandem technical support a replacement pump was sent to the customer to resolve the issue. The customer continued to use the pump .